Manufacturer narrative:
(B)(4). The flogard was serviced on-site. During evaluation a review of the alarm log was performed. The device was inoperable when received due to a depleted main battery. The battery was replaced to fix the reported condition. The pump passed all tests performed and was returned to the customer.

Event description:
It was reported that a flogard infusion pump alarmed for a low battery. It is unknown during what process step that this malfunction occurred. There was no patient involvement. Additional information was requested and is not available.